Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 42 mg/dl. The customer treated with food. Customer's blood glucose value was 156 mg/dl at the time of the call. Customer stated that her blood glucose reading would go low during the night and the insulin pump setting needs to be change. Customer reported that the low blood glucose issue began 3 weeks prior to call. Troubleshooting was performed. Customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. Advised customer to reach out to her healthcare professional to discuss possible causes of low blood glucose. The product was not returned for analysis.